Event description:
It was reported that the device had an error code 45639. The product fault occurred during "in-house" testing. There was no patient involvement and no harm/no adverse event reported.

Manufacturer narrative:
H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9. Date returned to mfg: 06-nov-2024. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation in used and decontaminated condition. Visual inspection performed. Physical condition of the device has a cracked compartment, worn uso (upstream occlusion) seal and peeling dso (downstream occlusion) seal. Performed functional testing. Customer's reported problem of "error 45639" was duplicated. Faulty pwa (printed wireless assembly) board can't turn power on. Replace pwa board to correct reported problem. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.